Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70% stenosis, severe tortuosity and severe calcification. Device used with incompatible equipment ¿ (incompatible 4 french guide catheter used in procedure). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70% stenosis, severe tortuosity and severe calcification. Inherent risk of procedure ¿ (stent deformation). Failure to follow instructions: a device problem related to the user not following the manufacturer's instructions; (incompatible 4 french guide catheter used in procedure). (B)(4).

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to a severely calcified lesion on the rca with 70% stenosis and excessive tortuosity but the device could not cross. During attempted withdrawal the stent got stuck in the guide catheter. All devices were removed successfully. Another resolute integrity stent was used to treat the lesion. No health hazard was caused to the patient. No clinical sequelae were reported. Evaluation summary: the stent was returned on the delivery catheter. The stent was returned with raised struts on the 4th and 5th proximal segments and deformed, flattened struts between the 6th and 15th distal segment. The stent was displaced distally on the balloon. The tip of the device was damaged and bent. Resistance was noted loading a 0.015" mandrel due to hardened blood-like residue present in the distal tip and blockage in the inner lumen. The blockage resembled hardened blood. The hypotube shaft was kinked at the strain relief and at 48.5cm from the strain relief. Crimp impressions were present on the balloon. A damaged piece of guide catheter material measuring 2mm in length was present on distal shaft adjacent to the proximal pillow. Guide catheter showed evidence of tearing/cutting and folding. The distal part of the device has been severed at a distance of 7.3cm from the tip. The features of this surface indicate that it was cut.